Event description:
The customer reported that a leak on the front panel of the cell-dyn 3700 sl analyzer had been discovered while running the analyzer. The origin of the leak was not provided. The sampler had jammed and smoke appeared. There was no report of injury or damage to the surrounding environment related to this issue. There was no report of adverse impact to patient results. The sampler was turned off and service was requested.

Manufacturer narrative:
(B)(4). Other evaluation: short circuit caused by fluid leak: sample loader card. Investigation summary: the customer reported that after a leak on the sample loader front panel, the sample loader jammed and smoke appeared close to the cell-dyn 3700 analyzer connection cables. The customer turned off the sample loader. The investigation included performance testing, analysis of labeling and visual examination. During a field service engineer (fse) visit, it was confirmed that smoke was coming out from the sample loader. The fse found that the problem originated on the sample loader card, which had a short circuit. The fse replaced the sample loader card and the instrument was working according to specifications. The customer observed that the source of the leak on the sample loader front panel was a tube, which had popped out. The customer subsequently replaced the tube; however, the customer was not able to refer where and which tube had popped out. The issue is addressed in the product labeling, which instructs that in emergency situations the power should be turned off. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 3700, in regards to the reported issue. This is the final report.